Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of rust on the scalpel is confirmed and but the exact cause remains unknown. Four sealed 5 fr dl powerpicc catheter kits were provided for evaluation. The kit labels indicated lot: redp1308 for all four kits. The outer pouches and inner tray sealed lids were opened in order to inspect the scalpels. No apparent issues with the sealing areas were noted. All four of the scalpels were observed to have a brown-reddish discoloration. The characteristics of the discoloration is consistent with rust. Since the scalpels were found to be rusted within sealed trayed, the complaint is confirmed. Potential causes of the damage include exposure to high humidity; however, it is unknown where or when the humidity could have been introduced into the tray. The tyvek packaging is not a humidity barrier. Tyvek is a breathable substrate and is designed to allow air/humidity to pass through. It is possible that the kits were exposed to high humidity outside bd control. A review of the manufacturing records revealed that the implicated lot met all release criteria. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when placing the catheter in this patient, the head nurse found that the scalpel for skin cutting became rusty, unusable. The operation was completed only after a replacement was made. It was stated this occurred with four devices. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1308 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redp1308) have been reported from the same facility in (B)(6).

Event description:
It was reported that when placing the catheter in this patient, the head nurse found that the scalpel for skin cutting became rusty, unusable. The operation was completed only after a replacement was made. It was stated this occurred with four devices. This report addresses the third device.